Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The loss of image was unable to be duplicated during the device evaluation. However, based on the results of the investigation, it¿s probable the customers allegation occurred due to a faulty cable and water leakage. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had image problem. It was reported that there was alternating image, cut off and complete loss of image (black screen). The issue was found during an urology procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. The device evaluation found that the connector was broken at the level of the screws. Also, there was presence of small nicks on the cable (water tightness was lost) and the connector was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.